Event description:
User reported a leak coming from the back of the analyzer onto the floor. No pt samples were involved and no operators were harmed. The field service representative determined a clog in the sample probe well for ise probe to be the cause. He cleaned and drained tubing for ise probe and cleaned all rinse wells on this module. Performance tests were performed which were within specification.